Event description:
The peritoneal dialysis (pd) patient reported to fresenius technical support that the screen of the liberty select cycler was dark upon treatment complete. The patient identified the reported issue upon waking up that morning. The ok, stop and touchscreen were pressed and the cycler was rebooted, however the screen remained blank. The patient also noted that the cycler made a lot of noise during treatment that night. The patient was advised to discontinue use of the cycler. A replacement cycler was issued to the patient. It was stated upon initial reporting that an alternate form of treatment was available in the absence of the cycler. Attempts to obtain additional information were not successful. There was no reported harm to the patient as a result of this reported issue. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board with lot code 1925 which reflects the transformer has [p155] insulation thickness. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.